Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7046987, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) has never provided relief. The patient underwent explant procedure. No further information has been obtained despite good faith efforts.